Event description:
It was reported that the health care provider heard an alarm. Telemetry confirmed a critical alarm had occurred on (B)(6) 2012 due to zero ml in the reservoir. Per the report, the low reservoir alarm was set to 2mls. The flow rate of the pump was programmed to 0.4mls per day. The pump contained the drug baclofen (compounded). The hcp reported that the patient had no symptoms. Device troubleshooting was being considered.

Manufacturer narrative:
Concomitant medical products: catheter model # 8709 lot # n060328007 implanted: (B)(6) 2006 explanted: unk.

Manufacturer narrative:
(B)(4).